Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Upon visual inspection, the purge disc flag was missing/broken. The cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced purge disc/flag issues with no resolution specified. No patient harm was reported.